Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The lay user/patient also reported the meter constantly prompted the battery icon soon after battery replacement. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired straight out of the fiber at 3,138 joules. The device was not returned for evaluation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have esd chip failure . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.